Event description:
It was reported that while in patient use, the ventilator generated an alarm. Ventilation did not stop, however, the patient was removed from this ventilator and placed on an alternate ventilator without any reported harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The complaint initiator reports that the device was started up again, then an error was generated. The flow sensor calibration failed. The air flow sensor was replaced and the test was then passed.